Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings. A root cause could not be determined. Due to the reported inaccuracy, customer's bg level elevated to 800 mg/dl, and customer was admitted to the hospital. Customer was treated through an intravenous insulin drip. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.